Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: st. Jude medical brk 71cm transseptal needle, model and lot numbers unknown; st. Jude medical sl1 8.5fr sheath, model and lot numbers unknown; carto 3 system, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Towards the end of the case, during the ablation phase, the patient became hypotensive, and the tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed, and approximately 400cc of fluid was removed. It is unknown if additional hospitalization was required as a result of this injury, but the patient recovered fully. The patient¿s activated clotting times were maintained in the 300-350 range during the procedure. No patient factors were cited that may have contributed to the injury. The physician did not provide a causality opinion. A transseptal puncture was performed with a st. Jude medical brk 71cm needle. The sheath in use was an 8.5fr st. Jude medical sl1. The generator was in power control mode with a cutoff value of 25w. Settings at the time injury include a temperature value of 36.5c, an impedance value of 118 ohms, and a power value of 25w. Power was not titrated during the case. Overall ablation time, as well as the last ablation cycle time at the site of injury are unknown. The catheter flow setting was at 17ml/min. Spi values are unknown. The catheter was not in close proximity to another catheter, and was zeroed after the initial warm-up phase. The carto 3 system did not indicate to re-zero the catheter. No error messages presented on any biosense webster equipment during the case.